Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer called to report the insulin pump alarmed for motor error during the priming process. Blood glucose reading was 43 mg/dl. The customer had treated with blood glucose tablets and food. Customer felt okay to troubleshoot. No significant events were recalled leading up to the alarm. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).